Event description:
It was reported that this patient presented to the emergency room (ER) after receiving multiple electric shocks from this implantable cardioverter defibrillator (ICD). Upon interrogation of device, it was found that it was in safety mode. A magnet was placed over the device. It was noted that there was a buzzing sound emanating from this device. Technical services (ts) provided troubleshooting and recommended device replacement. This ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information, this patient felt light-headed after multiple shocks from this ICD. It was also noted that the patient went into shock and the patient's arm went black, could not be lifted, and required a sling. No additional adverse patient effects were reported. This occurred prior to device explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving multiple electric shocks from this implantable cardioverter defibrillator (ICD). Upon interrogation of device, it was found that it was in safety mode. A magnet was placed over the device. It was noted that there was a buzzing sound emanating from this device. Technical services (ts) provided troubleshooting and recommended device replacement. This ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information, this patient felt light-headed after multiple shocks form this ICD. It was also noted that the patient went into shock and the patient's arm went black, could not be lifted, and required a sling. No additional adverse patient effects were reported. This occurred prior to device explant. Later, this product was received by boston scientific for full investigation.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving multiple electric shocks from this implantable cardioverter defibrillator (ICD). Upon interrogation of device, it was found that it was in safety mode. A magnet was placed over the device. It was noted that there was a buzzing sound emanating from this device. Technical services (ts) provided troubleshooting and recommended device replacement. This ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.